Event description:
An erroneously elevated accu tni result of 3.73 ng/ml was generated by an access instrument. The physician question the elevated result and requested a new sample to be collected from the pt. The accu tni result on the new sample was 0.02 ng/ml. After obtaining the lower accu tni result, the customer decided to rerun the original sample. The accu tni result was 0.13 ng/ml. The customer indicated that there has been no change to pt treatment that can be attributed to this event.